Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the keypad was completely detached from the pump and not returned with the device. The contrast button contact was missing. The up and down button contact was inverted. The audio bolus button cover was detached and not present. Contamination was present under the audio bolus button contact. There were battery compartment cracks above and below the bumper pad. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the keypad button contacts were inverted, the audio bolus button contact had contamination present, and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.